Event description:
Caller reported malfunction on pump, causing no adverse impact to the customer's blood glucose level. Caller confirmed there were no notable events prior to malfunction, and blood glucose did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.